Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 431 mg/dl at the incident. The customer stated that the transmitter was not working properly. It was not connecting to the insulin pump. The customer stated that they already tried charging the transmitter and connecting it automatically and manually but still it would not connect to the insulin pump. The insulin pump will not be returned for analysis.